Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to health sight viewer. A technical support specialist reset the pin for one of the two users after identifying that the user did not have any role assigned, which explained the reported issue, then assigned the technician role to both users. After these changes were completed, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to access or log in to the health sight viewer (hsv). The user mentioned that two users were not receiving a verification email from hsv after attempting to log in and were receiving the alert message, email already in use. However, there were no delays, adverse events or injuries reported based on this event.